Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was blocked, had seized, was rough running on the compact air drive device. It was further reported that the device failed the air leak test and had excessive noise. It was noted in the service order that the handpiece was not working on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was incorrectly documented as dec 8, 2015 on the initial report. It has been updated as dec 4, 2015. The device returned to manufacturer was incorrectly reported as dec 8, 2015 on the initial report. It has been updated as dec 11, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.